Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, a high purge pressure (pp) alarm occurred. Purge had not been trending upward; this was a sudden development. They ran heparin, checked for kinks in the catheter and none were found. The cassette was replaced. Later, high pp alarms still occurred. Running d5/12.5. It had been trending down. They tried the decel method and issue resolved. Ran systemic heparin also.